Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign material in the jelly. The user found it when the package was opened.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found there was black foreign material stick with the remaining jelly on the tray. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign material in the jelly. The user found it when the package was opened.